Event description:
The manufacture's field service engineer (fse) reported during preventative maintenance (pm), the fse discovered that the external battery was not operating. There was no patient involvement.